Event description:
The customer reported the vertical lift was not functioning and the system was shutting down on its own during fluoro. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep verified the ps3 failure. He tightened all wires in the power plug and performed a high kv/ma shots with no error. He verified line voltage drop within specifications. The system is operating as designed.